Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: dates: (B)(6) 2011; inratio: 2.8. Dates: (B)(6) 2011; hospital lab: 14.3. Pt was hospitalized on (B)(6) 2011 with gi (gastrointestinal) bleeding, congestive heart failure and acute kidney insufficiency. Nose and gum bleeds, and extreme fatigue led to hospitalization that day where they also discovered internal bleeding. Pt mentioned noticing blood on the pillow on the morning of (B)(6) 2011, but was unable to find it's source. Pt had been really tired for roughly a week prior to this. Pt's therapeutic range is: (2.5-3.5).